Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.5x8mm and 3.5x12mm xience sierra stents were implanted on (B)(6) 2019. The patient presented with non-st-elevation myocardial infarction (nstemi) before the procedure. On (B)(6) 2019, the patient was readmitted with cardiovascular symptoms including chronic obstructive pulmonary disease. Treatment performed was unspecified and the final patient outcome is unknown. No additional information was provided.